Event description:
A report was received that shortly after undergoing a lead revision procedure, a pt was explanted due to numbness in her leg. The physician suspected that this was due to a blood clot in the pt's leg, although no clot was present. The physician assessed the numbness was procedure related. The pt was reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn for eval as they were discarded by the medical facility.